Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC inserted in left basilic vein without complications. Had to remove PICC yesterday that was leaking when flushing it and turned out it had a fracture. Trim length 49 cm, external length 5 cm, internal length 44 cm. Secureacath used. 21 days in situ. No other information was provided.